Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Review of the egm revealed that the initial diagnosis of svt was accurate, but the device inaccurately re-diagnosed the vt. Programming changes were recommended but were not made. It was noted that the physician adjusted the patient's medications for rate control and will reassess if any future episodes are seen. Patient was stable.